Manufacturer narrative:
Based on the information gathered, the cause of the post-operative complication cannot be determined. There is no indication or report that a da vinci product caused or contributed to the event. A review of the system log revealed no related system errors occurring during the surgical procedure that would have likely caused or contributed to the reported complaint. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that a patient underwent a da vinci-assisted low anterior resection (lar) and was enrolled in a clinical study. The procedure was completed with no intra-operative complications. No device malfunctions were reported. The patient was found with an incision site infection eight days post-operatively and drainage was performed. There was no mention of other medical intervention or medication given for the infection. The patient was discharged home three weeks after the procedure, but unknown if the infection prolonged the hospitalization.